Manufacturer narrative:
B5: describe event or problem - updated. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a farawave catheter was selected for use. The patient experienced a cardiac tamponade and was hospitalized. No further information was provided. Additional information revealed that the cardiac tamponade/cardiac perforation/pericardial effusion occurred 18 days after the procedure. A versacross connect for faradrive device was used to perform the transseptal puncture. The effusion and tamponade were located within a small circumferential pericardial effusion, with a moderate anterior collection adjacent to the right atrium and right ventricle. A pericardial drain was placed to manage the effusion and tamponade, and the patient required hospitalization. At the most recent office visit on (B)(6) 2025, the patient was noted to have recurrent, relapsing pericardial effusion. An echocardiogram is scheduled for (B)(6), with a follow up appointment on (B)(6). After the ablation on (B)(6) 2025, ice imaging confirmed that no pericardial effusion or thrombus was present. The issue that later occurred on (B)(6) 2025 was identified as a new event.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a farawave catheter was selected for use. The patient experienced a cardiac tamponade and was hospitalized. No further information was provided.